Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the t:case slipped off of the customer's pant waist causing the infusion set site to be displaced. The customer's blood glucose (bg) level was 500 mg/dl and the bg level was addressed with a manual injection.